Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing the explant and replacement of this device.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Replacement of the device was recommended. This device remains in service. No further adverse patient effects were reported.